Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Other relevant device is: mcs-p3-640, 26v12l0398, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a second valve was implanted valve -in-valve. After the second valve was implanted, coronary occlusion, cardiac tamponade, and cardiogenic shock occurred and subsequently led to the patient's death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.